Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level due to the reported event. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.